Event description:
It was reported that the device is unable to recharge the battery and cannot start up correctly due to the mainboard being defective. No patient was involved because this was found during service and repair.

Event description:
It was reported that the device has some cracks and the home screen remains. Additionally, during service and repair, the device was found to be unable to recharge the battery. No patient involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.